Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was reported that the pump battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/14/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data indicated no evidence of a battery life issue. During a visual inspection of the pump, the battery compartment was observed to be cracked in two places. A battery cap was not returned with the pump; a test cap was used to complete investigation. The test cap did not secure properly to the pump. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found.